Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic colectomy, a tear drop-shaped clip was formed from the 3rd firing. The device was used on the blood vessel. After tear drop-shaped clip was formed, the target tissue was clipped by another device and cut. Another device was used to complete the case. No bleeding occurred, the patient is stable, and there were no adverse consequences to the patient.